Event description:
The account alleged the side rail will not latch. No injury reported.

Manufacturer narrative:
The account stated the side rail center arm is broken. No further info is available on the repair of the bed at this time.